Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge "jumped". Review of t:connect pump data indicated that the battery gauge dropped from 85% to 5% in 25 minutes. Also, it was reported that when the pump was plugged into a power source, the pump would not recognize the power source. It was noted that the pump was able to be charged. There was no reported impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.